Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. The side cover is dented inward. The iesu will be returned to the original equipment manufacturer. The c-00 error was confirmed but not reproduced. Root cause is attributed to a defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error c-00 on the erbe generator. The customer power cycled and hard power cycled the erbe but the issue remained. The technical service engineer advised the customer to prepare a third-party generator or a spare vision side cart. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer clarified that the ports had been placed on the patient prior to the issue being identified. The procedure was completed robotically but without the erbe generator.

Manufacturer narrative:
D14 is the new conclusion code based on failure analysis.

Event description:
Refer to h11 for follow-up information.